Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.0x10 mm nc ryugen guide wire: sion blue. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid left circumflex artery, pre-dilatation was performed. A 2.75x23 mm xience prime stent delivery system was advanced and the stent was implanted. A 3.0x10 mm non-abbott nc balloon catheter was used for post-dilatation. After post-dilatation was performed, an edge dissection was noted at the proximal edge of the stent. A 2.75x28 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.